Manufacturer narrative:
Technical support was notified of this occurrence. Upon review of complaint information, a service order was initiated to review the console performance on site. The reported issue has been confirmed through testing. The replacement of the gauge and the low pressure regulator resolved the issue. The replaced parts were returned for analysis. The stainless steel gauge failed the visual inspection due to the gauge being pegged and the low pressure regulator failed the inspection due to debris.

Manufacturer narrative:
Investigation is in progress. Results of investigation will be submitted in a supplemental report.

Event description:
Information received by medtronic indicated that the user was unable to begin a cryoablation procedure due to issues with the cryoconsole; the user received system notice message 22405 (the balloon is not sufficiently inflated). Technical support was called during the case and were unable to resolve the issue with this cryoconsole. The case was aborted; the patient was under general anesthesia for the procedure and did not receive any therapeutic treatment. There were no patient complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.